Event description:
It was reported that during a da vinci si surgical procedure, the instrument became stuck on the system arm and the surgical staff was unable to get the instrument to release the tissue that it was grasping using the emergency release wrench. The surgeon cut out the portion of the tissue that was being grasped in order to remove the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering was unable to replicate the customer reported issue; however, a link port switch and the cannula mount were replaced as a precaution. As of february 10, 2011, there have been no reported recurrences of the issue at this hospital.